Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider as well as a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that their remote was showing MRI eligibility could not be determined with code of 0252310. The patient's ins was above iliac crest area near flank. It was reviewed that this was off label location so no MRI recommended. They said they have had MRI's recently but couldn't provide specific timing and the patient indicated that they questioned if their system was programmed appropriately specifically around the ins location. On 2025-jan-13 additional information was received from the rep. They reported they were on the phone with the patient regarding their MRI eligibility and said they would speak to the patient about their MRI issues. On 2025-jan-21 additional information was received from a manufacturer representative (rep). The rep reported that they were able to confirm that the device was implanted in an off label location, which was above the waste. The cause of this issue was due to poor surgical placement. It was unknown what steps were or will be taken to resolve the issue and it was also unknown if the issue was resolved.